Event description:
It was found that the frame won't hold weight due to the legs/base frame strut being broken/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.